Event description:
It was reported that the customer went to the Emergency Room (ER) with a blood glucose (BG) level of 32mg/dL. Cause was not known. Reportedly, customer lost consciousness and fell on their arm resulting in pain. Customer was treated with Intravenous fluids of sugar to address the BG. Customer was discharged from the ER the same day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.